Event description:
I am using the dexcom g7 continuous blood glucose monitor. It started giving me alarms about my blood sugar being extremely low (40, 54 mg/dl). So, I treated it with glucose tabs. It kept sending alarms that I had "low blood sugar." I then did a finger calibration (using a glucometer). My blood sugar was really 303, and 297 mg/dl. I spent the next four hours violently sick from having a high blood sugar. I tried calling customer support but got an agent whose english was so bad I gave up.